Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "pain in shoulder, neck, and breast", "very concerned and frustrated", and "suspected rupture". Patient also reported "numbness and tingling sensation in arms and hands", "tiredness", "fast heart beat even in resting state", "acne", "thyroid under function", and "recent blood test revealed a heavy metal content with particular content of platin in patient's system"; these are not device related. Device remains implanted.